Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor had blood/fluid which created an obstruction. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during implant a stylet couldn't be inserted all the way to the lead tip even after multiple attempts. The physician suspected that there was "possible stenosis of the lead lumen during manufacture." The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.